Manufacturer narrative:
Pump was functional. Cuff performed within specifications. Balloon performed within specifications.

Event description:
The entire device was removed from the pt due to "erosion".